Event description:
It was reported that a patient underwent a wound closure procedure on an unknown date in 2016 and suture was used. The needle came loose from the suture. The needle broke partially inside bone and is now embedded there. During x-ray checks, the needle has not moved but is fixed partly in bone and partly in soft parts. The needle was used to pull through an implant. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: according to the information received, during surgery 2016 the needle broke partially inside bone and is now embedded there. During the visual analysis the following was observed: the photograph shows an x-ray of the patient. The image is not clear to determine the failure mode. Based on the set of photos review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ can patient never have an MRI? ¿ are any plans in place to remove the needle piece in future? If yes please provide the date (mm/dd/yyyy) ¿ what tissue structure the broken needle was located? ¿ what is the surgeon's opinion of consequences to the patient? ¿ what tissue structure the broken needle was located; ; in what structure? ¿ what is the current status of the patient? ¿ please provide the product code and lot number: ¿ what was the size of the needle used? ¿ was more than half the needle retained in the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.